Event description:
It was reported that the ventilator failed the pre-use check displaying the message "system volume too small" there was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description and log files. Our field service engineer was on-site to investigate the reported issue further and found out that the air gas module was defective and required replacement. No parts were returned for evaluation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: 334056